Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed insulin during the load step. The user was allegedly priming the pump following a loss of prime warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed evidence of a load step malfunction. A load step malfunction was not duplicated during testing. The force sensor calibration reading was within specifications. The pump case was removed, and corrosion due to moisture was found on the force sensor plate, the pump case, and across the force sensor flex pins. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.